Event description:
Initial co2 result of 35 mmol/l, same sample repeated and recovered 19 mmol/l. A different sample, initial co2 result of 38 mmol/l, same sample repeated and recovered 23 mmol/l. Customer resolved the issue by recalibrating the assay and running controls. No info provided to determine if results were used to guide therapy. The field service representative performed performance check tests.